Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. Unable to program basal to 0.0 due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the all arrow keys, center button and back buttons were unresponsive. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated the buttons were responding now. Customer had tried to change batteries before but issue recurs. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.